Event description:
It was reported by his mother, that the customer was receiving no delivery alarms on his insulin pump. His blood glucose was 150mg/dl at the time of reporting. An infusion set change seemed to resolve the issue. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.